Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed distal conductor of the lead was extrinsically ov ER-rotated. Visual analysis noted the lead was damaged at implant. The lead was received with the distal conductor distorted within the is-1 connector. This damage prevents helix extension/retraction.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2015, a2dr01, ipg, implanted: 2015.

Event description:
It was reported that during an implant procedure, the right ventricular lead had high impedance. It was attempted to be repositioned, however the helix would not fully retract, even after numerous turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.